Event description:
The target lesion was aha 11. The lesion was slightly tortuous, but was not calcified. There was 99% stenosis. A cypher (size unk) was implanted at the target lesion. Then durastar (complaint product: 4.0/10mm) was delivered to the lesion without frictions for post-dilation. When the dura star was being inflated, the balloon ruptured and the pressure would not increase above 12 atmospheres. Rupture was confirmed by contrast medium leakage under cag. Therefore, the dura star was retrieved from the pt and post-dilation was conducted with a new high-pressure bc (unspecified). The procedure was finished successfully. There was no pt injury reported. The product was clinically used and will be returned for analysis. The physician did not indicate any anomalies prior to use. The product was stored per (IFU) instruction for use guidelines, since not informed of any damage to the packaging. The issues did not occur during removal. The product did not come in contact with any sharp objects that may have lead to balloon damage. No solution exited any other area of the pta catheter. Other than the reported event, no other damages were noticed anywhere on the device.

Manufacturer narrative:
Additional info will be submitted within 30 days of receipt.